Event description:
A surgeon reported that during the creation of the flap, a gas breakthrough was noted, on the pt's right eye. The flap was completed, however the surgeon decided not to proceed with the lasik treatment and applied a bandage contact lens. Upon follow up, reporter stated that the pt was a good candidate for the lasik procedure and had no corneal issues. On post-op day one, surgeon stated that the pt looked better than expected. The surgeon mentioned that he plans to wait two to three months, after which time he will probably do a surface ablation instead of lasik.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).